Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The device was received with intermittent buttons due to moisture damage at keypad traces. The device was received with cracked case at display window corners and battery tube threads. The device was received with scratched display window.

Event description:
It was reported on (B)(6) 2014 the insulin pump was not functioning well. Customer stated the act button doesn't seem to work properly; he has to press it hard in order of it to respond. Customer's blood glucose was 180 mg/dl. Customer did not recall any significant events that may have caused the device to alarm.